Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro max 2 sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified. No repairs were required, and the unit was returned to service. While onsite, the technician learned that the employee experienced a headache one day after the reported event. The technician learned this is the facility's only sterilizer. It has been in use since march 2024. Based on the technician's inspection and discussion with user facility personnel, an exact cause of the reported event could not be determined. The steris service technician counseled user facility personnel on the proper use and operation of the sterilizer and correct protocols once the cycle has completed. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a headache after unloading a v-pro max 2 sterilizer. The employee sought medical treatment and was administered paracetamol.